Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a patient sustained a skin irritation while wearing the lifevest. The skin irritation was described as a red, itchy, bumpy "heat-like" rash. The patient's doctor recommended benadryl. There is no alleged device malfunction. Follow up was completed and the skin irritation was improving.